Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) ¿ performa meter - system 1, serial number ¿ (B)(4). (B)(6) - performa ii meter ¿ system 2, serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 188 mg/dl on performa meter (system 1) and 65 on performa meter (system 2). The same vial and lot of test strips were used on both meters. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.